Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the firing stopped halfway when resecting the stomach. Additional stapling was performed with new reload. There was no patient injury.